Event description:
Information received from the field notes that the patient presented to the emergency room complaining of fatigue. An ECG showed intermittent loss of ventricular capture and loss of sensing. The lead had previously been repositioned from an apical position to a septal wall placement due to the patient being symptomatic with apical pacing. A subsequent lead repositioning resulted in acceptable capture, sensing and lead impedance.